Event description:
Caller reported a power source alert 07 occurred, but there was no adverse impact to the customer's blood glucose level. The caller initially attempted to troubleshoot the issue using a different wall adapter and charging cable, but these efforts did not resolve the problem. As a result, technical support arranged for the pump to be replaced, and instructing the caller on returning the faulty pump. In the meantime, the customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.